Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) was investigated. As received, the monitor was unable to power on. The cause for the failure was isolated to extensive contamination inside of the monitor. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that a patient was receiving a service code 107 (multiple abnormal shutdowns) and alleged that he was treated while at work. The patient reported the alleged treatment on (B)(6) 2017. No further details surrounding the alleged treatment were provided. There were no alleged injuries or adverse events. The patient's equipment was exchanged. The monitor was returned and was unable to power on due to extensive contamination throughout the monitor. As the monitor had extensive damage due to contamination, no monitor flag or ECG data was available after 09:55:01 on (B)(6) 2017. The belt was returned and gel was deployed at some time surrounding the event. However, the alleged treatment was unable to be confirmed due to the lack of flag and ECG data. There is no indication of any adverse event.